Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was high, however a specific value was not provided. A manual injection was administered to address bg level. Reportedly, a cartridge change was performed to resolve the issues.